Manufacturer narrative:
Block b3: exact date unknown, event occurred in january 2026. Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however response was not received. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the patient experienced implant pain. It was also stated that the patient was having difficulty keeping the implantable pulse generator charged as it was tilted in the pocket as confirmed via x-ray, due to patient not being compliant after implant. The patient underwent a revision procedure wherein the ipg was replaced and pocket was revised.